Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿comparison of arthroscopic bankart and remplissage with open latarjet in an active-duty military cohort¿. The study reviewed twenty-five (25) patients who underwent shoulder procedures using arthrex fibertak devices. Three (3) patients were documented to have had glenohumeral instability resulting in recurrence, retears (lapidus arthrodesis) during the fifty-one (51) month follow-up period. Ref: nelson, b. A., et al. (2025). "Comparison of arthroscopic bankart and remplissage with open latarjet in an active-duty military cohort." Orthop j sports med 13(11): 23259671251391359.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.